Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6, -6.0/1.5/106 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to glare/haloes and blurred vision. This resolved the problem. Cause of the event is reported as unknown.